Event description:
It was reported the during the procedure to change out the device due to elective replacement indicator (eri), the physician stated that the whole setscrew mechanism came away from the header block. The device was explanted. Also, during the implant attempt of the lead, the physician had to use over forty rotations to extend the helix. The lead also had high threshold and poor sensing. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the returned device indicated normal battery depletion. The returned device indicated a damaged grommet and a damaged set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.